Event description:
Info was rec'd that reported a pt was hospitalized in 2006 for hyperglycemia. The pt reports changing her insulin cartridge and infusion set. The pt did not check her blood glucose after the cartridge and set change until the afternoon 2 days later when she was able to obtain some test strips. When she finally tested she found she was over 500, she bolused and tested again 2 hrs later and found she was still over 500. Shortly thereafter she reports becoming ill and vomiting. She was admitted to the hosp at 0100. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a f/u report detailing the results of the eval once it is completed.